Event description:
The customer reported the device failed to alarm for occlusion when a vasopressin line was unintentionally left clamped. The infusion was ordered to be off for 30 minutes. It was turned off and clamped for the ordered time, then restarted after 30 mins. 55 mins later the nurse noticed the pt's urine output had not decreased as expected. Upon assessment she realized the infusion was still clamped.

Manufacturer narrative:
(B)(4).the occlusion pressure was set to low (200 mmhg), and the infusion rate was 0.1 ml/hr. The alaris syringe module set with pressure sensing disc was not in use. When the customer was provided info on times to alarm for occlusion considering flow rates, syringe size, the use of pressure sensing disc, and other relevant factors, the customer determined that the "occlusion pressure would not have been reached in 1 hr." Based on this the customer stated they felt that the device was operating as intended and has declined any further investigation by carefusion.